Event description:
It was reported that during an oophorectomy, the device broke. When pressure was applied to remove the bag containing the specimen through the trocar, the distal tip of the pouch broke. The case was completed with a like device with no pt consequence.